Event description:
Add'l info rec'd from MFR 5/23/03: tmj implants, inc has no info from a medical professonal to indicate that an adverse event has occurred. No MDR will be filed in response to the above referenced document.

Event description:
In 1999, christensen metal on metal total tempomandibular joints were placed bilaterally. July 2001, developed severe (disabling) headaches, muscle pain in and around the implant, and serious tenderness in and around the implant area. Dizziness, nausea, and neck and shoulder pain accompany the problem. Chewing, speaking, or any bump on the chair exacerbates the problems. Anti inflammatory and meds for chronic pain help. Situation appears to be attributable to foreign body reaction or other problem with implant. Will be removed and replaced.